Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded far-field r-wave oversensing on the presenting electrogram (egm). No mode switch occurred. The ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded far-field r-wave oversensing on the presenting electrogram (egm). No mode switch occurred. The ICD remains in service. No adverse patient effects were reported.